Event description:
Discordant advia centaur xp troponin ultra results were obtained on multiple pt samples. The results were reported to the physician(s). The samples were rerun and the corrected results were reported to the physician(s). There is no known pt intervention or adverse health consequences due to the discordant troponin ultra results.

Event description:
Discordant advia centaur xp troponin ultra results were obtained on multiple pt samples. The results were reported to the physician(s). The samples were rerun and the corrected results were reported to the physician(s). There is no known pt intervention or adverse health consequences due to the discordant troponin ultra results.

Event description:
Discordant advia centaur xp troponin ultra results were obtained on multiple pt samples. The results were reported to the physician(s). The samples were rerun and the corrected results were reported to the physician(s). There is no known pt intervention or adverse health consequences due to the discordant troponin ultra results.

Event description:
Discordant advia centaur xp troponin ultra results were obtained on multiple pt samples. The results were reported to the physician(s). The samples were rerun and the corrected results were reported to the physician(s). There is no known pt intervention or adverse health consequences due to the discordant troponin ultra results.

Event description:
Discordant advia centaur xp troponin ultra results were obtained on multiple pt samples. The results were reported to the physician(s). The samples were rerun and the corrected results were reported to the physician(s). There is no known pt intervention or adverse health consequences due to the discordant troponin ultra results.

Event description:
Discordant advia centaur xp troponin ultra results were obtained on multiple pt samples. The results were reported to the physician(s). The samples were rerun and the corrected results were reported to the physician(s). There is no known pt intervention or adverse health consequences due to the discordant troponin ultra results.

Event description:
Discordant advia centaur xp troponin ultra results were obtained on multiple pt samples. The results were reported to the physician(s). The samples were rerun and the corrected results were reported to the physician(s). There is no known pt intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to a broken lid on the wash 1 bottle. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to a broken lid on the wash 1 bottle. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to a broken lid on the wash 1 bottle. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to a broken lid on the wash 1 bottle. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to a broken lid on the wash 1 bottle. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to a broken lid on the wash 1 bottle. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to a broken lid on the wash 1 bottle. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.